Event description:
The device was returned due to the device pump no longer delivering. The results of the investigation found that the device's downstream occlusion (dso) sensor was damaged. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a damaged downstream occlusion (dso) sensor was found. The dso sensor will be replaced to fix the issue.